Event description:
(B)(4): when the synchromed ii pump reaches its end of service (eos), it is designed to automatically stop infusing drug and will sound the critical two-tone alarm. Approximately 90 days before eos, the elective replacement indicator (eri) occurs and the non-critical single-tone alarm sounds. In some cases, when the eos date falls on the first day of the calendar month, it is possible that the programmer may display an incorrect or undefined replace pump date. The display of an erroneous date does not impact pump function or alarms, and the pump will continue to operate for 90 days as described in product labeling until end of service (eos) is declared. It was reported that the patient was seen in the health care provider's (hcp) office because the pump was alarming. It was noted that eri (elective replacement indicator) on the pump had occurred several days prior to the report. The reporter did not have access to the pump printouts and was unable to confirm if a schedule to replace the pump by error was actually noted at the time of interrogation. The hcp subsequently replaced the pump on (B)(6) 2011, prior to the expected end of service (eos) date of (B)(6) 2011.

Manufacturer narrative:
Software card model 8870, lot# unk, serial# unknown, programmer model #: 8840, lot# unk, serial# unknown, catheter model #: 8709, lot #: j11164r66, implanted: (B)(6) 2002, explanted: unk, catheter model #: 8596, lot #: n001904207, implanted: (B)(6) 2004, explanted: unk. This report is being filed pursuant to previous notification documented in manufacturer report #s which stated that medtronic may contact up to 10 physicians who were following potentially affected devices: 3007566237-2011-09070; submitted (B)(6) 2011; 3007566237-2011-09071; submitted (B)(6) 2011; 3007566237-2011-09072; submitted (B)(6) 2011; 3007566237-2011-09073; submitted (B)(6) 2011; 3007566237-2011-09084; submitted (B)(6) 2011. Additional investigation into the issue confirmed that this pump was susceptible to an erroneous schedule to replace the pump by date on the model 8840 programmer or printed strip and this pump was an active implant at the time of physician notification.

Event description:
It was later reported that the explanted pump contained morphine and bupivacaine. The health care provider did not have telemetry strips from the pump. It was believed that the device may have been discarded and was unavailable for analysis.